Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a2101. Patient problem code: f27. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that kit was sent without any labeling on the kit. Verbatim: rcc received a complaint via email. Email(s) attached. Issue - pig tray killeen tx.. Pig1260k kit was sent without any labeling on the kit. Follow-up: customer response on (b)(6 2024. 1. Could you please provide a further description of the issue? The item did not have any labeling. No reference number, lot number or product information. 2. When was this defect observed? During or before use? Before, so it was not used. 3. What was the impact to the patient? No. Customer response on (B)(6) 2024. As per the attached photo sample lot number and material number is available. Could you please confirm if this lot number is related to defective labeling issue product? - I do not know if that is the same lot number. The item on the left was found in the bin next to the one on the right. It is possible that they are the same lot number.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo and one sample were provided to our quality team for investigation. Through visual inspection, no label was observed on the package of kit; therefore, the reported failure mode was confirmed. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported by customer that kit was sent without any labeling on the kit. Rcc received a complaint via email. Issue - pig tray killeen tx pig1260k kit was sent without any labeling on the kit. Follow-up: customer response on sep 10, 2024 1. Could you please provide a further description of the issue? The item did not have any labeling. No reference number, lot number or product information. 2. When was this defect observed? During or before use? Before, so it was not used. 3. What was the impact to the patient? No customer response on (B)(6) 2024. As per the attached photo sample lot number and material number is available. Could you please confirm if this lot number is related to defective labeling issue product? - I do not know if that is the same lot number. The item on the left was found in the bin next to the one on the right. It is possible that they are the same lot number.